Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. They would like to send the device into the depot for assessment and receive a loaner. Per additional information updated from ttm on 07aug2025, biomed replaced sensor harness, circulation and mixing pump and was now getting calibration error 2 expected -7 actual -5.61 and error 3 expected 2300 actual 309. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed just replaced the tank harness in an arctic sun device and it was now not filling. It was reported that the biomed was trying to do a calibration in an arctic sun device and got an error 71, actual -3.41 expectation 1. Per additional information updated from ttm on 14jul2025, biomed troubleshooting calibration error 71 (actual -3.41, expected 1). They called in earlier about s/n (B)(6). The part (tank harness 40308000) they need will not be available for a month. They were told from another hospital they could get a loaner. They want to know how to go about getting a loaner. Provided contact details and request to tm, fss and tss to assist by approving a loaner. Per review of wo notes, gave the biomed the part number and price for a new tank harness. Per additional information updated from ttm on 01aug2025, biomed replaced tank harness and circulation pump. Doing calibration and was getting error code 3 (water reservoir low). Biomed stated that they replaced the circulation pump after being advised. It was determined now that the device has a failed mixing pump. It was reported that they replaced the circulation pump and mixing pump, but the arctic sun device was still failing calibration for flow and pressure. They would like to send the device into the depot for assessment and receive a loaner. Per additional information updated from ttm on 07aug2025, biomed replaced sensor harness, circulation and mixing pump and was now getting calibration error 2 expected -7 actual -5.61 and error 3 expected 2300 actual 309.

Event description:
It was reported that the biomed just replaced the tank harness in an arctic sun device and it was now not filling. It was reported that the biomed was trying to do a calibration in an arctic sun device and got an error 71, actual -3.41 expectation 1. Per additional information updated from ttm on 14jul2025, biomed troubleshooting calibration error 71 (actual -3.41, expected 1). They called in earlier about s/n (B)(6). The part (tank harness 40308000) they need will not be available for a month. They were told from another hospital they could get a loaner. They want to know how to go about getting a loaner. Provided contact details and request to tm, fss and tss to assist by approving a loaner. Per review of wo notes, gave the biomed the part number and price for a new tank harness. Per additional information updated from ttm on 01aug2025, biomed replaced tank harness and circulation pump. Doing calibration and was getting error code 3 (water reservoir low). Biomed stated that they replaced the circulation pump after being advised. It was determined now that the device has a failed mixing pump. It was reported that they replaced the circulation pump and mixing pump but the arctic sun device was still failing calibration for flow and pressure. They would like to send the device into the depot for assessment and receive a loaner. Per additional information updated from ttm on 07aug2025, biomed replaced sensor harness, circulation and mixing pump and was now getting calibration error 2 expected -7 actual -5.61 and error 3 expected 2300 actual 309.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.